Event description:
It was reported that this device triggered elective replacement indicator (eri) in (B)(6) 2023 likely due to charge time. This was not what was expected for the longevity. Technical services (ts) noted that the device need to be replaced within ninety days after triggering eri. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.